Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in japan, during the transfemoral transcatheter aortic valve replacement procedure with a 26mm sapien 3 ultra resilia valve, the delivery system could not advance through the esheath+. The delivery system and sheath were removed. A new kit was opened, and the second attempt was successful. Per the follow-up investigation, it was confirmed that after the sheath was removed, there was dissection in right external iliac artery. A stent graft was implanted for repair.

Manufacturer narrative:
Updated sections h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The resistance between system components leading to inability to advance through the sheath was unable to be confirmed with no returned device nor procedural/device imagery. Available information suggests patient factors (calcification, undersized vessel) likely contributed to the event as the "patient access vessel was moderate to severe calcification on access vessel, mld of the access was 4.5mm" (minimum luminal diameter for 14f is 5.5mm). Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.